Manufacturer narrative:
Device evaluated by MFR? , corrected data, initial report inadvertently used code 42 instead of 02, indicating that the device was received and analysis is underway.

Event description:
Follow-up information was received that the physician does not believe that the increase in seizures was related to vns therapy. No additional or relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the lab. The pulse generator diagnostics were as expected for the programmed parameters. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.

Event description:
Clinic were received indicating that the generator for the patient was nearing end of service. It was reported that the patient¿s mother stated that the patient was experiencing an increase in seizures and she is unsure if the battery is depleted. The patient¿s m103 device was explanted on (B)(6) 2017 due to battery depletion. No additional relevant information has been received to date.